Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed ¿malfunctioning flex vision pc¿. Upon further inspection confirmed the errors with the grabber cards. Fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to use in good working order.

Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.